Event description:
Drive devilbiss healthcare is the initial importer of the device which is a bed. The unit was not returned for evaluation. We will submit a follow-up report when additional information is available. The device had a crack in the footboard. The user has diabetes and cut her leg on the foot board. The device is also leaning on the left side. While asleep the user fell out and fractured her hip. She has had medical attention. She is in a hypo chamber for the laceration due to the diabetes.